Event description:
Caller alleged discrepant results compared with the lab. Patient fell and was hospitalized on (B)(6) 2010. Patient could not stop bleeding from cut on lip. Coumadin dose held. Patient started taking 500 mg keflex antibiotic 4x/day for 10 days, also taking hydrocodone.

Manufacturer narrative:
Investigation pending.